Manufacturer narrative:
Date rec'd by MFR: 16apr2019. MFR site: correction. A motor controller board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08feb2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the motor controller board and the blower motor to address the issue. The ventilator passed all testing.

Event description:
It was reported that the ventilator generated a blower temperature high error code. There was no patient involvement. The event date was not specified; estimate used.